Event description:
It was reported that the patient had yellow wrench alarm on their mobile power unit (mpu). The patient was sleeping when the alarm occurred and was woken up to the alarms of their controller running on emergency backup battery. The cause of the alarm was not identified and there was no external damage noted with visual inspection. The mpu was returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested. The mpu was connected to a mock loop and was run for several days without issue. The patient cable and was manipulated during testing and no alarms were able to be reproduced. The mpu was able to function as intended. No further testing was conducted. The mpu was returned to the customer. Additional information provided on 03aug2022 stated that the cause of the alarms was unable to be identified, there was no physical damage; however, the mobile power unit (mpu) and controller were alarming that the controller was operating on emergency backup battery. There are no log files available from the event. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 21dec2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.